Event description:
Related MFR report number: 2017865-2023-35934. It was reported that a patient presented to clinic with cardiac perforation by the right ventricular (rv) lead. During the procedure, the rv lead was unable to be removed from the header of the implantable cardioverter defibrillator (ICD); the physician suspects stripped set screw. The physician elected to explant both the rv lead and ICD. The patient was recovering following the procedure.